Event description:
It was reported that the lead caused "irritation of the diaphragm." There were also high thresholds and undersensing noted. During the lead revision, the lead could not be placed and the physician decided to replace the lead. There were no further reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns.